Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Under visual inspection we noticed that blue locking lever was incorrectly assembled with flange body (it cannot lock). We disassembled locking lever and correctly assembled it back. We can confirm that after assembly locking mechanism works well. The customer's complaint was confirmed. Similar customer complaints related to uniperc flange locking mechanism were received in the past; therefore, this issue was solved via CAPA 19mczh102. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the patient was very agitated and moving in the bed even after giving haloperidol. When examined during a position change, it was noticed that the trach holder (securing ring/release mechanism) was not in position and was very loose. The coordinator was around the bedspace during the position change. The patient had to re-sedated for the new trach insertion. Patient was calm throughout and sedated quickly. They were aware that the trach needed to be replaced and may have felt panic or worry. The outcome of the event was resolved. There was patient involvement and unknown patient harm reported.